Manufacturer narrative:
(B)(4). Customer declined ventilator repair due to a delay on their repair-approval process.

Event description:
Customer reported that an 840 ventilator had an inoperable graphical user interface (gui) display. The ventilator was not in use on a patient at the time the malfunction occurred.